Manufacturer narrative:
The complaint of straw deformation was verified. Straw has tip end deformed. Two samples were cut from returned straw to make inner/outer diameter measurements. These measurements along with straw length were found to be within specification.

Event description:
A report was received that during a lead revision the physician noticed that the tunneling tool had shredded and flipped upwards. The physician noted that it was difficult to use the tool. The procedure was completed and the patient was reportedly doing well following the procedure.